Manufacturer narrative:
An event regarding a fractured trident insert trial was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned. . Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the product was not returned. No further investigation for this event is possible at this time. If devices become available, this investigation will be reopened.

Event description:
Surgeon pulled our trial liner from shell and the 10 degree rim fractured (one piece). Surgeon implanted desired 32 10d liner - patient stable no issues.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Device not returned to manufacturer.

Event description:
Surgeon pulled our trial liner from shell and the 10 degree rim fractured (one piece). Surgeon implanted desired 32 10d liner - patient stable no issues.